Event description:
A surgeon reports a pt with central islands in both eyes following lasik surgery. This report is for the right eye, the left eye is being reported on MFR report (B)(4). Postoperative info indicates the pt exhibited a residual refractive error (overcorrection); however, ucva improved from 20/400 to 20/20. This surgeon reported some of his pts mentioned blurred vision and double imaging. It is unclear if this referenced pt experienced these specific visual disturbances. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional info becomes available. (B)(4).